Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18394. It was reported the pt experienced heating at the ipg site while charging. The pt indicated the ipg site was blistered after charging. Also, the pt's ipg became superficial which caused discomfort. Surgical intervention was undertaken and the physician indicated an infection may have been present at the ipg locket. The physician explanted the ipg, irrigated the site with an antibiotic solution and closed with a drain in place. The pt was admitted to the hospital. Cultures were taken, however, the results are unk at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Eval results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.